Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the prostyle device was removed from packaging. During inspection it was noted that the posterior cuff was out of the foot pocket. There was no patient involvement. A new prostyle device was inspected and used without issue. No additional information was provided. Additional information: based on the returned device analysis, the prostyle appears to have been inserted in the patient due to the location of the noted blood.

Manufacturer narrative:
The device was returned for analysis. The reported ¿posterior cuff was out of the foot pocket¿ was confirmed as a posterior needle ejected from the shank. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.